Manufacturer narrative:
The staff noticed the distal tip of a straight tip vascular (sv) peripheral steerable guidewire looked unraveled/fraying when it was removed from the patient. There was no reported patient injury. There was no damage noted to the packaging of the device. The device was prepped as per instructions for use (IFU). There was no difficulty experienced in prepping the device. The wire was removed by the stiff end. The wire was not re-shaped by the user. The target site was the renal artery. The access site was the femoral artery. Contralateral approach was not used. There was no tortuosity noted. There was 50% stenosis noted. There was no acute angle. There was no bifurcate. There was calcification noted on the restenosed stent. The device was not used for a chronic total occlusion case. There was no unusual force used at any time during the procedure. The device was removed intact/in one piece from the patient. Other additional procedural details were requested but were unknown. A non-sterile unit of a guidewire (pgw .018 sv short 300cm st) was received coiled inside of a clear plastic bag. Per visual analysis, unraveled/stretched and frayed/split/torn conditions were observed on the distal end, also a separation condition of the wire core was noticed. No other damages or anomalies were observed. During microscopic analysis, the damage area was inspected with a vision system in order to obtain a magnified image of the distal end. The reported condition frayed/split/torn on the distal end was confirmed. Also, an unraveled/stretched and separated wire core conditions were confirmed during the zoomed inspection. These characteristics suggest that the wire was induced to stretching/pulling or twisting events that exceed the material yield strength prior to the separation. A product history record (phr) review of lot 35260015 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The product malfunction reported by the customer as ¿distal tip wires - frayed/split/torn in patient¿ and also ¿distal tip wires ¿ fractured-separated¿ were confirmed. Additionally, an unraveled/stretched condition was observed on the distal end. The exact root cause of the reported failure could not be conclusively determined. However, the product analysis revealed characteristics that suggest that the wire was induced to stretching/pulling or twisting events that exceeded the material yield strength prior to the separation. Procedural/handling or patient factors (50% stenosis, calcification, tracking through a stenosed stent) may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a staff noticed the distal tip of a straight tip vascular (sv) peripheral steerable guidewire looked unraveled/fraying when it was removed from the patient. There was no reported patient injury. There was no damage noted to the packaging of the device. The device was prepped as per instructions for use (IFU). There was no difficulty experienced in prepping the device. The wire was removed by the stiff end. The wire was not re-shaped by the user. The target site was the renal artery. The access site was the femoral artery. Contralateral approach was not used. There was no tortuosity noted. There was 50% stenosis noted. There was no acute angle. There was no bifurcate. There was calcification noted on the restenosed stent. The device was not used for a chronic total occlusion case. There was no unusual force used at any time during the procedure. The device was removed intact/in one piece from the patient. The device is expected to be returned for evaluation. Other additional procedural details were requested but were unknown.